Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) (B)(6)2019. It was reported that the cause of the ins becoming tilted was that the patient had lost weight. Troubleshooting with recharger was performed. Battery revision was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) and patient. It was reported that the controller and lithium battery were replaced 2 years ago after a pocket revision (conflicting event date). Patient service specialist (pss) could not confirm revision 2 years ago, nor controller/ lithium battery replacement. Patient was having problems with charging and had gained weight so the battery had flipped, and "I hadn't been able to charge it for months so yesterday they re-positioned it and the lead". Pss asked when the ins flipped and patient said it was "almost a year ago" and clarified it was in 2019 sometime but didn't know when. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient is having difficulty with recharging. The rep stated the patient has gained some weight. The patient's ins is implanted on the abdomen area. The rep stated the patient might go for a pocket revision. The rep stated they can only feel the tip of the device, it's unknown if the ins is tilted. The ins is not loose, it's scared down, but the rep cannot feel it with her fingers. Additional information was reported that the cause of the patient's recharging issue may be due to the ins being tilted. Troubleshooting was done with the recharger, but the issue has not been resolved. No further information was reported.